Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced arthropathy ("joint problems / problems with her hips, knees"), migraine ("migraines"), anxiety ("anxiety") and arthralgia ("diffuse arthralgia"). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, arthropathy, migraine, anxiety and arthralgia outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, arthropathy, medical device removal and migraine with essure. The reporter commented: date of onset: (B)(6) 2014. Period of onset: 2000 (discrepancy noted, since essure was inserted in 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced arthropathy ("joint problems / problems with her hips, knees"), migraine ("migraines"), anxiety ("anxiety") and arthralgia ("diffuse arthralgia"). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, arthropathy, migraine, anxiety and arthralgia outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, arthropathy, medical device removal and migraine with essure. The reporter commented: date of onset: (B)(6) 2014. Period of onset: 2000 (discrepancy noted, since essure was inserted in 2014). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.